Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Index surgery: (B)(6) 2015. Patient has a broken inferior baseplate screw. No evidence of migration of baseplate or glenosphere. No actions taken at this time. This event report was received through clinical data collection activities.